Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The event reported under this MFR report number 3030677-2023-01433 (ref. Pr (B)(4)) has been found to be a duplicate report of MFR report number 3030677-2023-01321 (ref. Pr (B)(4)). The results of the investigation have been provided in this final MDR only.